Event description:
It was reported that suture placement in the left common femoral artery (lcfa) was done with two prostyle devices device using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure via a 6f sheath. After upsizing the lcfa to 14f and completing the tavi procedure, both of the pre-placed lcfa knots could not be advanced to the vessel wall as it was noted that the suture was deployed in the subcutaneous tissue. A third prostyle device was attempted for post-closure of the lcfa; however, the same failure occurred due to suture placed in subcutaneous tissue. Furthermore, one prostyle device was attempted for post-closure of the right common femoral artery (rcfa) via a 6f sheath; however, the same failure occurred due to suture placed in subcutaneous tissue. A nick & spread was performed to achieve hemostasis at the lcfa, and manual compression was used to achieve hemostasis at the rcfa. It was confirmed that pulsatile blood flow was visualized within all four of the marker lumens, prior to deployment. The prostyle sutures were intentionally cut/removed from the patient at the time of the lcfa nick & spread. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The three additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.